Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date,(B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, april 21, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on an unknown date. Fiducial markers were placed transperineally. The procedure was performed under local anesthesia. The hydrogel placement reportedly did not cause symptoms. After the spaceoar implant procedure, during simulation scanning, a rectal wall infiltration was noted. Upon further review of the magnetic resonance imaging (MRI), on the t2 axial it appeared almost all of the hydrogel was within the anterior rectal wall. The imaging also showed the hydrogel appeared very close to the lumen towards the base and especially towards the apex. The sagittal MDR imaging suggested the same findings. It was decided to proceed with a flexible sigmoidoscopy in one month and if it shows no ischemia or ulceration, the physician will proceed with the radiation therapy at that time. It was also noted the patient returned "recently" with a c. Difficile infection, which was thought to be related to the antibiotics and unrelated to the spaceoar placement procedure. The patient was reported to be asymptomatic.